Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(4). (B)(4). It was reported that a 29mm navitor valve was implanted on (B)(6) 2022. New onset atrial fibrillation was observed, cardioversion not performed because of suspicion of left atrial appendage (laa) thrombus. Distance from non-coronary cusp (ncc) to ventricular end of the frame = 3.0mm; distance from the left-coronary cusp (lcc) to ventricular end of the frame = 2.0mm. Mean stent protrusion into lvot = 2.5mm and there was no calcification extending beneath aortic annular plane in the interventricular septum. Procedural act 8.21h = 221sec, 8:34h = 246sec, 8:55h = 236sec; heparin was administered. The thrombus appeared fiber-like under spontaneous echo contrast. The sheath was not in the patient for significant period of time. Patient started on anticoagulation therapy. It was also reported that the patient had a left bundle branch block after valve deployment. Pre-implant patient had sinus rhythm with a 1st degree av block (no arrhythmias described in medical history). No intervention was performed. On (B)(6) 2022, the patient's inr was 1.12. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of new onset atrial fibrillation and suspicion of left atrial thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code: code 1721 added. H6 health effect - impact code: code 2199 removed and code 4641 added. H6 medical device problem code: code 4001 removed and code 2993 added.